Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue of the reduced angulation was confirmed. The reported issue of the air/water was not smooth was not confirmed. The inspection found some yellow viscous substance around the nozzle and the foreign material inside the nozzle could not be removed and was clogged. The light guide bundle was yellowish. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, during a diagnostic gastroscopy procedure, the air/water could not pass through the gastrointestinal videoscope smoothly. Additionally, the scope had reduced angulation. The intended procedure was completed with another scope with no surgical delay. No patient harm reported. The water supply status of the nozzle was inspected during the pre-use inspection and there was no abnormality. The nozzle clogging did not occur during the procedure. The mh-946 injection tube was used for manual cleaning. No scratches were found on the mounting part of the mh-946 injection tube. The facility used a non-olympus automatic endoscope reprocessor (aer) to reprocess the scope. The nozzle had not been replaced. This report is to capture the reportable malfunction of the air/water could not pass smoothly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause could not be determined at this time but it is likely the foreign material occurred from one of the following: an accessory used with the device was broken and entered the air/water channel. Reprocessing with using non-lint free gauze which caused the lint and/or fibers to enter and clog the air/water channel. The following information is stated in the instructions for use which may have prevented the event: ¿to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. All cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle." Olympus will continue to monitor field performance for this device.